Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not clip properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected by spd personnel. Issue occurred during surgical case while loading the clip onto the clip applier. Not sure if the issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement or to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Not sure if there was an unsuccessful clip application. Not sure if there was an opening of the clip after placement. Not sure what type of clips were used for the procedure. Not sure what the size of the vessel was. Not sure how the issue was resolved. The instrument was returned to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage which may indicate potential mishandling/misuse / do not show damage. Common causes of the failure mode bent instrument grips tips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.